Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient alleges a leaky headset. Patient reported the leak was discovered by feeling the cold and wetness of insulin on her body while attempting to bolus; changed the infusion set. No adverse event reported. Requested return of the alleged device for evaluation.